Manufacturer narrative:
Received only one 3-way catheter. Per visual evaluation, it was noted that the irrigation eye on the catheter tip was not present; this caused the inability to irrigate. The complaint was confirmed as for the reported event as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following precautions: ¿ ¿read all instructions for use prior to use and follow them. ¿this product is a medical device for qualified physicians, and should not be used for any other purpose. ¿this product is a disposable, supplied sterile. If package is opened or expiration date has passed, do not use. Do not resterilize. ¿ensure that all the components are contained. ¿for instructions regarding other medical equipment and/or medication used in conjunction, refer to the appropriate manufacturer ifus. ¿when abnormal resistance is encountered in inserting catheter, do not use excessive force, and remove the catheter to find out the cause of difficulty in insertion. ¿when inflating balloon with sterile water, use the sterile water of the prescribed capacity labeled on the valve. If the valve is labeled as 5ml/cc, use 5ml, if 10ml/cc, use 10ml, if 30ml/cc, use 30ml, if 30/50ml/cc, use 30~50ml of sterile water. ¿do not aspirate urine through drainage funnel wall. ¿since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. ¿when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. ¿using 3way catheter, capped adapter attached to irrigation lumen is designed to connect catheter with bladder irrigation line or tube. While in use, open the cap and attach irrigation line or tube to it. After use, cleanse the opening of the lumen and close the cap. Always use aseptic techniques following physician¿s directions while using irrigation lumen. ¿to inflate or deflate the balloon, use a luer tip (needleless) syringe. In deflate the balloon the balloon, do not aspirate or manually accelerate the deflation of the balloon. If difficult to come out the water spontaneously, refer to ¿troubleshooting¿ as follows.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on ((B)(6) 2016), after holep (prostate) surgery, the catheter was placed. The nurse connected the irrigation lumen to the syringe, trying to start perfusion, but it failed.